Event description:
It was reported that this device was suspected to be exhibiting premature battery depletion. During a recent follow-up visit, the observation was made that the device's battery had decreased from 1.5 to 6 months remaining. Awaiting for further data to be collected, and for battery analysis to be completed by technical services. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: a follow-up request has been submitted to the field to obtain additional information regarding this event. At this time, no further information has been provided. Should additional information be recieved, or if the device is returned for analysis, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been returned for analysis. Despite good faith efforts to obtain additional information/product return, objective evidence was not available to determine the root cause of the clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was suspected to be exhibiting premature battery depletion. During a recent follow-up visit, the observation was made that the device's battery had decreased from 1.5 to 6 months remaining. Awaiting for further data to be collected, and for battery analysis to be completed by technical services. This device currently remains implanted and in service. No adverse patient effects were reported.